Event description:
Boston scientific was notified of an event where when attempting to deploy a neuroform2 treo stent, the struts would not open to conform to the wall of the vessel. The stent then moved proximally into the aneurysm and had to be retrieved with a snare. The patient did not suffer any neurological deficit.